Manufacturer narrative:
The customer reported that the lcd display on the bsm (bedside monitor) went blank. The device was still communicating with the cns (central nursing station). The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The inverter was replaced and the repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the lcd display on the bsm (bedside monitor) went blank. The device was still communicating with the cns (central nursing station).